Event description:
This report is being filed upon notification from our x-ray MFR in (B) (4), (B) (4) to submit this event. Problem: this is an x-ray system. Three weeks after installing a 21 inch monitor on its adapter plate, a 12 mm bolt sheared, the monitor fell off the plate and onto the floor.

Manufacturer narrative:
Eval method - (other) the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA. Results - (other) the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA. Conclusions - (other) the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.